Manufacturer narrative:
The device was returned to olympus for evaluation. The bending section cover adhesive was found to be peeling from both sides, however, it was not peeling near the distal end. The appearance of the glue on the distal end lens did not show any deterioration or any visible missing parts. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the glue on the distal end of the endoeye flex 3d deflectable videoscope was crumbling by the edge. The device was only used 12 times. This was observed during reprocessing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.